Manufacturer narrative:
Date of event: exact date unknown, event occurred little under two years ago from the date the manufacturer became aware of the event. Explant date: little under two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7076072/ 7088265.

Event description:
It was reported that patient underwent an explant procedure for unknown reason. The explanted devices were kept by facility.

Event description:
It was reported that patient underwent an explant procedure for unknown reason. The explanted devices were kept by facility. Additional information was received that the reason for explant was due to patient experienced infection.